Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf into patient's eye and the lens wouldn't release from the injector. There was patient contact, but no patient injury.

Manufacturer narrative:
Evaluation results: - a visual inspection of the returned product shows the lens optic is torn off. There is clear surgical residue on the lens. The cartridge had no visible damage. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for evaluation. Conclusions: - no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined.